Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06758. It was reported the patient had high impendences, and as a result lost effective therapy. It was also reported the patient's ipg rotates often but the patient is not experiencing any pain at the ipg site and that there was an infection at the ipg site. An x-ray confirmed the paddle wires were kicked at the ipg site. Surgical intervention took place where the lead and ipg were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
A patient experienced high impendences, and as a result lost effective therapy was reported to abbott. The patient's ipg rotates often but the patient is not experiencing any pain at the ipg site. It was also determined there was an infection at the ipg site, as well as an x-ray confirmed the paddle wires were kinked at the ipg site. The lead and ipg were explanted and replaced to address the issue. Effective stimulation was restored. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.